Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine; however, polyethylene wear of a knee device after approx eighteen years should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be rec'd, the investigation will be re-opened.

Event description:
Pt was revised to address poly wear.